Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 30-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient came into the clinic 3 weeks ago and there was a short circuit between contact 1 and 3 on the left hemisphere lead, 119 ohms. This was not the first programming session for this patient. The short was not detected at battery implant nor initial programming. The battery was implanted on (B)(6) 2019 and was 3.17v. In early (B)(6), with the short circuit, the battery was 2.8v. The clinician changed the programming to a monopolar configuration 2- c+ and brought the patient back 3 weeks later to make sure everything was ok. The battery life is now 2.94v. The short is 200 ohm on contacts 1 and 3. The patient reported no falls or damage to the system. They will be bringing the patient back every 3 weeks to keep an eye on therapy. They stated patient under treated symptoms with need to move to monopolar configuration. The issue was not resolved at the time of this report.

Manufacturer narrative:
Product ID 3387s-40, lot# va236dc, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the physician stated the patient now ¿under treated on one side since they were forced to move programming from bipolar to monopolar because of the short circuit. They were now more rigid and had more freezing than when they were programmed in bipolar.¿ it was also confirmed that the short circuit led to the battery draining faster, but there was no cause of the short circuit determined.